Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an epidural hematoma following a trial implant. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the hematoma was removed. Patient is currently stable but is has no movement from the waist down and is still in the hospital.